Event description:
A male patient underwent aaa repair on (B)(6) 2009. The patient's anatomical form was suitable for endovascular repair. The procedure was conducted as labeled except the suprarenal stent was deployed before cannulation of the contralateral limb. The contralateral iliac leg delivery system was prepared after working length was measured. Flushing from the stopcock on the hemostatic valve was performed; however, resistance was met, and saline didn't emerge from the sideport near the tip of the introduction sheath. Then, saline flowed back and leaked from the pin vise. Another piece of the same device was used as the replacement. Confirmatory angiography revealed a minor type I endoleak from the proximal site of the main body after the stent grafts were placed. The physician decided to take follow-up observation. The status of the patient is unknown at this time.

Manufacturer narrative:
(B)(4). The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, the importance of an accurate deployment, sizing requirements. At this time, a definitive root cause cannot be reported. It should be noted the IFU states to gain access of the contralateral limb by means of a wire guide prior to deploying the suprarenal stent. In this case, this was not followed and is considered to be off label use. However, there is no evidence this was a contributing factor to the proximal endoleak. We will continue to monitor for similar incidents.